Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient placed the batteries in the monitor and took it to the clinic for assistance with the initial transmission. It was noticed the plastic piece that slides over the battery compartment was misshapen on the left side. Upon removal of the batteries, the outer plastic covering on one of them was split. New batteries were inserted and the battery compartment cover was not used. An attempt was made to turn the monitor on, however it would not power on. During this time one of the contact coils "got redhot and the batteries also started to get hot." The batteries were removed and "the battery continued to get so hot that it actually sprayed grey colored battery acid/liquid out the end." It is expected the monitor will be returned. No patient complications have been reported as a result of this event.